Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pre-discharge check one day post implant, this left ventricular (lv) lead exhibited loss of capture (loc) in all programmed configurations. X-ray imaging revealed that the lead had dislodged. The device was programmed to rv only therapy. No adverse patient effects were reported.

Event description:
Additional information was received that this lead was explanted and replaced two years later. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.